Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The system was placed on (B)(6) 2016. On the night of (B)(6) 2016, a leak of liquid occurs throughout the system. The replacement of the pouch with the union ventricular drainage system was performed. It was identified that the product (eds ventricular drainage system) was presenting csf leakage in the distal connection and due of it, it was requested to replace the product to reduce the risk of ventricular infection to the patient. Patient with hydrocephalus. Outcome of the adverse event: there was no damage. All system was replaced.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and no discrepancies were noted when the device was returned to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.